Event description:
It was reported to the manufacturer by the end user, per the end user, the resident was leaning on the rails. The extension piece bent, the pin came out and the side rail came all the way off the bed. The resident fell to the floor. The resident sustained a hematoma on the forehead. Complaint# (B)(4) and ra# (B)(4) were entered into our system to have the comfort extension returned to joerns for investigation. As of this writing, the comfort extension has not been returned.